Manufacturer narrative:
The customer performed their own troubleshooting and replaced the sample probe to resolve the issue. The customer verified their analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported three (3) patients had low results with g, pl, l flags on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), blood urea nitrogen (bun), creatinine (cre), calcium (cala), glucose (glu), magnesium (mg), albumin (alb), total protein (tp), total bilirubin (tbil), alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), phenytoin (pheny), and lipase (lip) on their dxc 700 au clinical chemistry analyzer. The customer indicated one patient had low results reported out of the laboratory, however, results were quickly amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patients.